Manufacturer narrative:
(B)(4). Date sent: 02/13/25. D4: batch # unk. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? If yes: the staff said it was the 1st firing and it fired halfway with the knife blade and staples in tissue. The ats did not fully complete the fire. 2. Did the device deliver any staples? Yes, only half of the staples fired. 3. If yes, were the staples formed properly? Unknown. 4. If yes, was the staple line complete? No, the opened a power stapler to complete the firing. 5. Did the device cut? Yes, halfway. 6. If yes, was the cut line complete? No. 7. If yes, was there any issue with the cut line? No. 8. Was there any difficulty opening the device jaws? Unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device ats45 with lot number 305d28; and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the ats45 manual stapler misfired with a white reload. At the time of the call it was unknown on which firing the stapler misfired. At the time of the call it was unknown how the case was completed. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent 2/25/2025 d4 batch #289d82 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a tr45w reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 289d82, and no non-conformances related to the reported complaint condition were identified.